Manufacturer narrative:
Approximate age of device- 13 days. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with gross hematuria and an elevated lactate dehydrogenase (ldh) to 2000¿s u/l. The patient was admitted to the hospital and a ramp echo-cardiogram was performed; however, the hospital was unable to adequately unload lvad even with speeds at 10600. On (B)(6) 2018, it was reported via a device tracking form that the patient underwent a pump exchange due to pump thrombosis. No additional information was provided.

Manufacturer narrative:
Correction: the pump was not returned therefore is not available for evaluation. A correlation between the device and the suspected hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.